Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('pain / pelvic pain / physical pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included swelling of legs, myalgia, myositis, leg cramps, headache, asthma, hyperlipidemia, rotator cuff tendinitis, multiple caesarean sections, sinusitis, tonsillar hypertrophy, edema, thyroid disorder, hypothyroidism, eczema, tinea pedis, uti, wrist pain, carpal tunnel syndrome, cough, burning sensation, itching all over, copd, hypertension, neuropathic pain, obesity, sciatica, vitamin d deficiency, colonoscopy, acute bronchitis, fatigue, dyspnoea exertional, otalgia, nasal congestion, ear pain, sore throat, hay fever, arthritis, vitamin b12 deficiency, high cholesterol, vitamin b12 deficiency, lymphadenopathy cervical and menorrhagia. Current weight 288 lbs. Concurrent conditions included morbid obesity, hyperplasia endometrial and skin rash. Concomitant products included fluticasone propionate, hydroxyzine and topiramate (topamax). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and post procedural complication ("post removal complication-yes"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, dysmenorrhoea, female sexual dysfunction, cystitis, vaginal infection, depression, anxiety, vaginal discharge, weight increased, alopecia, nausea, fatigue and post procedural complication outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, migraine and urinary tract infection had resolved. The reporter considered alopecia, anxiety, cystitis, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: insertion details: the contralateral fallopian tube was canalized and approximately 5 coils were noted at the conclusion. Current weight 288 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 60.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain / physical pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included swelling of legs, myalgia, myositis, leg cramps, headache, asthma, hyperlipidemia, rotator cuff tendinitis, c-section, sinusitis, tonsillar hypertrophy, edema, thyroid disorder, hypothyroidism, eczema, tinea pedis, uti, wrist pain, carpal tunnel syndrome, cough, burning sensation, itching all over, copd, hypertension, neuropathic pain, obesity, sciatica, vitamin d deficiency, colonoscopy, acute bronchitis, fatigue, dyspnoea exertional, otalgia, nasal congestion, ear pain, sore throat, hay fever, arthritis, vitamin b12 deficiency, high cholesterol, vitamin b12 deficiency, lymphadenopathy cervical and menorrhagia. Current weight (B)(6) lbs. Concurrent conditions included morbid obesity, hyperplasia endometrial and skin rash. Concomitant products included fluticasone propionate, hydroxyzine and topiramate (topamax). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced alopecia ("hair loss") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, female sexual dysfunction, cystitis, vaginal infection, depression, anxiety, migraine, vaginal discharge, weight increased, alopecia, urinary tract infection, nausea and fatigue outcome was unknown. The reporter considered alopecia, anxiety, cystitis, depression, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: insertion details: the contralateral fallopian tube was canalized and approximately 5 coils were noted at the conclusion. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 60.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received. New events uti, apareunia, nausea, dysmenorrhea (cramping), fatigue were added. Lab data updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / protruding into the endometrial cavity') and pelvic pain ('pain / pelvic pain / physical pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included swelling of legs, myalgia, myositis, leg cramps, headache, asthma, hyperlipidemia, rotator cuff tendinitis, multiple caesarean sections, sinusitis, tonsillar hypertrophy, edema, thyroid disorder, hypothyroidism, eczema, tinea pedis, uti, wrist pain, carpal tunnel syndrome, cough, burning sensation, itching all over, copd, hypertension, neuropathic pain, obesity, sciatica, vitamin d deficiency, colonoscopy, acute bronchitis, fatigue, dyspnoea exertional, otalgia, nasal congestion, ear pain, sore throat, hay fever, arthritis, vitamin b12 deficiency, high cholesterol, vitamin b12 deficiency, lymphadenopathy cervical and menorrhagia. Current weight 288 lbs. Concurrent conditions included hyperplasia endometrial and skin rash. Concomitant products included fluticasone propionate, hydroxyzine and topiramate (topamax). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and post procedural complication ("post removal complication-yes"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, dysmenorrhoea, female sexual dysfunction, cystitis, vaginal infection, depression, anxiety, vaginal discharge, weight increased, alopecia, nausea, fatigue and post procedural complication outcome was unknown and the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, migraine and urinary tract infection had resolved. The reporter considered alopecia, anxiety, cystitis, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, heavy menstrual bleeding, migraine, nausea, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: insertion details: the contralateral fallopian tube was canalized and approximately 5 coils were noted at the conclusion. Current weight 288 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received: reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('pain / pelvic pain / physical pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included swelling of legs, myalgia, myositis, leg cramps, headache, asthma, hyperlipidemia, rotator cuff tendinitis, multiple caesarean sections, sinusitis, tonsillar hypertrophy, edema, thyroid disorder, hypothyroidism, eczema, tinea pedis, uti, wrist pain, carpal tunnel syndrome, cough, burning sensation, itching all over, copd, hypertension, neuropathic pain, obesity, sciatica, vitamin d deficiency, colonoscopy, acute bronchitis, fatigue, dyspnoea exertional, otalgia, nasal congestion, ear pain, sore throat, hay fever, arthritis, vitamin b12 deficiency, high cholesterol, vitamin b12 deficiency, lymphadenopathy cervical and menorrhagia. Current weight 288 lbs. Concurrent conditions included morbid obesity, hyperplasia endometrial and skin rash. Concomitant products included fluticasone propionate, hydroxyzine and topiramate (topamax). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and post procedural complication ("post removal complication-yes"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, dysmenorrhoea, female sexual dysfunction, cystitis, vaginal infection, depression, anxiety, vaginal discharge, weight increased, alopecia, nausea, fatigue and post procedural complication outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, migraine and urinary tract infection had resolved. The reporter considered alopecia, anxiety, cystitis, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: insertion details: the contralateral fallopian tube was canalized and approximately 5 coils were noted at the conclusion. Current weight 288 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 60.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. New event added: migration and post removal complication-yes. Event outcome updated for vaginal hemorrhage, menorrhagia, uti, migraine. On 9-jan-2020: pif received. No new information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.